Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a heavily calcified bicuspid valve. Fluoroscopic valve load inspection was performed, and the overlap appears to reach just prior to node 4, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and a significant infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. The new valve was deployed just prior to the point of no recapture and appeared to be expanded without evidence of an infold and successfully implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a heavily calcified bicuspid valve. Pre-implant balloon dilatations were performed with an 18 millimeter (mm), 20 mm and 22 mm balloons. The valve was attempted to be implanted, but during the first attempt the valve appeared to be infolded. The valve was recaptured and retrieved from the patient. A second valve was loaded and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: heart valve. Product ID l-evolutfx-2329; product type: heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 - added second paragraph. G3 - confirmed a medtronic employee made aware of this event on november 13, 2024. H6 - added a second annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a heavily calcified bicuspid valve. Pre-implant balloon dilatations were performed with an 18 millimeter (mm), 20 mm and 22 mm balloons. The valve was attempted to be implanted, but during the first attempt the valve appeared to be infolded. The valve was recaptured and retrieved from the patient. A second valve was loaded and implanted successfully. No adverse patient effects were reported. Additional information was received indicating that a misload was not identified during loading. It was also stated that a procedural delay occurred as a result of the infold because a second valve had to be loaded.